Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17feb2020.

Event description:
The customer reported the unit has low air flow and appears to be working hard to deliver any flow. There was no patient involvement. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the blower. The customer replaced the defective blower to address the reported problem. The unit successfully passed the required performance verification test.